Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose levels over 600 mg/dl. Pt stated her meter read hi. Pt's normal blood glucose level is 150 mg/dl. Pt reported being on an antibiotic for a urinary tract infection, but her blood glucose levels were still normal. Pt stated she was able to treat herself with an injection of humalog insulin for the elevated reading she experienced. Pt reported she had some tests ran to see what else could have been causing her blood glucose levels to be elevated. Pt stated her trainer advised her switch to her backup infusion device and her blood glucose levels immediately came down. Pt reported the infusion device didn't give any alerts or errors. Pt stated she has experienced elevated blood glucose levels since (B)(6) 2012. Pt reported she changed the infusion adapter within the last month. Advised pt to change the adapter with every 10th insulin cartridge change. Verified the basal rate and total amount of insulin was the same as the backup infusion device. Pt no longer has the insulin cartridge or the infusion sets. Attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for eval.